Event description:
Pt to cath lab for procedure. Acist power injector in use. Control screen on acist went blank requiring pt to be moved to another cath room. Dates of use: 7 years. Diagnosis: injection of contrast medium.